Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from spain reported that she obtained blood glucose readings of 478 mg/dl at 9:14 a.m. And 55 mg/dl at 9:15 a.m. On the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9lpec06a, which gave a satisfactory performance.